Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test and rewind. The test minilink transmitter communicates properly to the pump, and the test ultralink bg meter communicates properly to pump. Pump had minor scratched display window and cracked reservoir tube lip. No crack on display window noted.

Event description:
Customer reported via phone call of experiencing blood glucose versus sensor glucose differences. Customer's sensor glucose was 100 and blood glucose was 30 mg/dl. Customer treated low blood glucose with food. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced. It was also reported that display screen was cracked. Customer was advised that insulin pump would need to be replaced.